Event description:
It was reported that the infusion device shut off without first displaying an error or alert message; the device did provide an acoustic alarm. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The functionality of the vibrator was tested. The test result was 'failed', the measured frequency of the vibrator exceeded the upper test limit by 3.65 hz. R&d was involved to comment on this observation. 'The test limits of the vibrator frequency are specified limits which are only relevant for the production process... Root cause for this variation is the grease which is added for lubricating purposes and which results in a time dependent manner in a slight variation of the initial frequency. This variation does not bear any risk as it is not noticeable for the customer.'